Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter and developed a cardiac tamponade which required pericardiocentesis. Tamponade developed during the transeptal phase of the procedure. Pericardiocentesis was performed and about 400cc were extracted from the pericardial space. The physician¿s opinion regarding the cause of this adverse event is that it is product related, due to use of an inappropriately long transeptal needle. No information regarding the needle has been made available to bwi. The patient was reported to be in stable condition. This adverse event is being reported conservatively, as the physician does not believe that the bwi product caused the injury. The complaint device was received by bwi for analysis on 2/2/2015.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant medical products: carto 3 system (sn: (B)(4)), stockert 70 (sn: (B)(4)), coolflow pump (sn: (B)(4)), soundstar catheter (sndstr lot unknown). (B)(4). The product has been received by bwi, but the investigation is not yet completed.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch bi-directional navigation catheter and developed a cardiac tamponade which required pericardiocentesis. This adverse event was reported conservatively, as the physician does not believe that the bwi product caused the injury. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.